Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis event was unknown. On an unknown date, the patient was treated with unknown antibiotics for the peritonitis event. The patient was not yet recovered from the peritonitis at the time of this report. Pd therapy was discontinued on an unknown date and the patient was placed on hemodialysis therapy on an unknown date. The patient was still hospitalized at the time of this report. No additional information is available.